Manufacturer narrative:
The company service rep examined the sys and confirmed the sys message reported. Two cables were replaced. The sys was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The nurse reported a sys message displayed at the end of the vitrectomy procedure. A manual aspiration was used to complete the case. No pt injury was reported.